Event description:
It was reported to MFR that a system diagnostic test at a routine follow up visit revealed high impedance. Further follow up with the treating physician revealed that the patient still sensed normal stimulation of the device and no adverse events were reported. There was no report that the patient manipulated the device or was involved in any trauma. X-rays were reviewed by MFR and no obvious anomalies were observed that could have contributed to the high lead impedance. The device was subsequently disabled. Revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to death or serious injury.